Event description:
It was reported that the "shaft of the stent was kinked before usage". The procedure was completed with another device. It is unknown at this time, if the damage was to the stent or the delivery system. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.